Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
H.6. Investigation summary the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref (B)(4)) lot 0105121 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Customer complaint was opened on the bd max sars cov-2 assay however customer provided data allowing to identify the bd max¿ exk¿ tna-3 kit used with the sars assay. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results were compliant. Review of the manufacturing records of bd max¿ exk¿ tna-3 kit lot 0132370 indicated that results met the specifications for release and use. Customer provided run 1272 for analysis, which include one sample suspected of being a false positive result. Analysis of the curve, in position b6, showed a late and slight amplification-like curve in both fam and cy5 channels, but only the curve in cy5 crossed the assay threshold. This could be due presence of a bubble in the pcr cartridge, or a punctual instrument issue. On the other hand, the customer noted that the patient had a true positive igg antibody test result 11 days before the test on the bd max¿. Therefore, remaining rna could be present in the sample and could explain the late positive result. A sample at the limit of detection seems to be the main cause of the issue. The root cause for the false positive result was not identified. There is no complaint trend for false positive result for the bd sars-cov-2 lot 0105121. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).